Manufacturer narrative:
The thermogard console was evaluated by zoll service at the customer site. The reported complaint of the thermogard console sn (B)(4) displayed a "coolant low" error message was confirmed during the functional testing and event log review. The root cause was determined to be a faulty coldwell reservoir pocket likely attributed to normal wear and tear. The thermogard console was manufactured in december 2008 and is more than 13 years old, well beyond the expected service life of 5 years. Visual inspection was performed and noted that the assembly pump lid was cracked, and the coldwell / drip tray was found broken. Also, observed a missing drip pan. The observed issues are unrelated to the reported complaint. The probable cause could be due to the normal wear and tear or could be due to mishandling. The damaged parts need to be replaced to address the observed physical damages. The thermogard console failed the initial functional testing and displayed a "coolant low" error message, thus confirming the reported complaint. The coldwell reservoir pocket needs to be replaced to remedy the reported issue. The event logs were reviewed and confirmed the occurrence of "coolant low" error message around the customer's reported event date, thus confirming the reported complaint. Waiting for customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for the thermogard console with serial number (B)(4).

Event description:
As reported, the thermogard console sn (B)(4) displayed a "coolant low" error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.